Manufacturer narrative:
Evaluation summary: it was caused due to an excessive force applied on the ccd cable during angulation. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable. Model ec-3890li is available in the USA with a 510k number k131855. This report is being filed as part of the pentax backlog management plan.

Event description:
Image disturbance during angulation. This event occurred at the time of before use. There was no report of patient harm.